Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found a very superficial scratch on the lens at the distal tip of the device. It was also observed that there is a small cut noted on the distal end of the bending section rubber. This type of bending section rubber damage is most likely related to impact on the distal tip. The instructions for use warns users: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The cause of the patient outcome is unknown at this time. If additional information becomes available at a later time, this report will be supplemented. Cross-reference mfrs: 2951238-2015-00568 and 2951238-2015-00569.

Event description:
Olympus was informed that following a diagnostic colonoscopy and mucosectomy procedures, three patients developed a fever. All patients were released from the hospital with no complications. Within 24 hours, one of the patients went back to the hospital and was admitted with mental confusion. The patient expired due to pulmonary arrest and sepsis. The user facility stated that the death is not directly related to the equipment. No additional information was provided. Olympus followed up with the user facility in writing to obtain additional information regarding the other two patients but with no success. This is one of three reports.